Event description:
Patient had a surgically placed right chest port. Chest CT performed later showed the catheter fractured and a portion is free floating in the heart. The patient was referred for foreign body retrieval and chest port removal.======================manufacturer response for angiodynamics smart port CT, (brand not provided) (per site reporter).======================